Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. They changed the complete set and primed the insulin pump. For a while the insulin pump would not prime. Their blood glucose level got up to 400 mg/dl. Troubleshooting was performed and insulin was able to exit the tubing. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.